Event description:
The service and repair department documented that a chunk broke off of the handle of each of two ratchets. Issue found during testing and after wash. It was confirmed that there was no patient involvement and that the issue was found outside the operating room. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. A review of the service history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): subject device has been received and a service history maintenance review was performed. The investigation of the complaint articles indicates that the: the customer reported the item had a chunk break off. The repair technician reported the housing was broken. Housing/casing damaged is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 8-apr-2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: lot t964635: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. A product investigation was completed: two of the ratcheting screwdriver handle (part 311.023 lot t964635 / manufacture date: august 2011) were received. The returned devices show regular use during their 3.5+ year lifespan. The black handle is broken off proximal to the coupling and slider switch. The sliding button actuates as designed. The cause of the complaint condition is unknown. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. Proper use and maintenance for the device(s) are addressed in numerous technique guides. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.